Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that intermittently their device would have a blank display upon power on or would suddenly go blank after being powered on. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power pcb assembly, the battery wire harness assembly, and the battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to an old battery, worn battery pins and fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The battery internal resistance builds with age and a reduction in capacity which impacts how it is measured by the device. Physio recommends replacing batteries every two years, but this battery was 4 years past useful life and operating at 30% capacity. The increase in resistance can result in an unexpected shutdown. The fretting corrosion and worn battery pins has been determined to cause an increase in contact resistance which can also result in a sudden loss of device power. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted physio-control to report that intermittently their device would have a blank display upon power on or would suddenly go blank after being powered on. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use reported for this event.